Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the permcath dialysis catheter. The customer reports during the application of the catheter in patient, there was obstruction of the way inside the vein. There was bleeding to take off this catheter.